Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The sample was evaluated and the defect was confirmed. Excess of solvent in the assembly between cap and bushing tube in the arterial line was identified originated by wrong assembly technique and we will perform an analysis of the design of arterial cap.

Event description:
The customer reported to baxter (B)(4) that the blood lines has a leak in the arterial line . The sample is available. Patient injury and medical intervention were not reported for this event.